Manufacturer narrative:
Although multiple requests for device information was made, the contact did not reply to the requests no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 2 hours after changing the pump supplies, the customer's blood glucose (bg) level was 450 mg/dl and was in diabetic ketoacidosis (dka). The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous fluids, insulin, manual insulin injections and medication for nausea. The customer was discharged on (B)(6) 2017 with the bg and dka resolved; the bg level was 90 mg/dl. The cause of the high bg was not known. The customer reverted to using insulin injections to manage diabetes until the event could be discussed with a healthcare provider.